Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).

Event description:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. At the end of the procedure, after removal of the thermocool® smart touch® sf (stsf) catheter, blood drops continuously escaped out of hemostatic valve. The surgery was not delayed due to the reported event. The procedure was successfully completed. There were no patient consequences. Additional information received indicated no physical damage was observed. The hemostatic valve (gasket) did not dislodge inside or outside the hub. It was not seen if the brim cap/hub became detached from the sheath. Air did not enter the patient¿s body.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4). Correction: on 15-oct-2022 it was noticed that an incorrect date was reported in the 3500a supplemental (follow-up) # 1: the "g3. Date received by manufacturer" was incorrectly reported as 21-sep-2022; it should have been 29-sep-2022, the date the device was returned to manufacturer.

Manufacturer narrative:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. At the end of the procedure, after removal of the thermocool® smart touch® sf (stsf) catheter, blood drops continuously escaped out of hemostatic valve. The surgery was not delayed due to the reported event. The procedure was successfully completed. There were no patient consequences. Device evaluation details: on 29-sep-2022, the product was returned to biosense webster inc (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures and the evaluation has been completed. Visual analysis revealed no damage or anomalies on the device. Microscopic examination at the hub area was performed, and it was found that the hemostatic valve was slightly pushed inside the hub, additionally traces of reddish material were observed. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). Additionally, a picture was received from the customer for evaluation. The picture was evaluated following biosense webster's procedures. According to the picture provided by the customer, a blood leakage was observed on the hub section. However, due to the blood on the hub, it is not possible to see the hemostatic valve. The issue reported by the customer was confirmed based on the picture received. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the video analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).